Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer from spain alleged false positive results generated on 3 patient samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® analyzer. The initial samples generated positive results for sars-cov-2 and negative for influenza a/b. A repeat testing of the same samples on the cobas® analyzer 6800 were negative for all 3 targets. The initial test results were not reported to the patient. No harm is alleged. An investigation is ongoing. Per the FDA guidance three (3) mdrs will be filed; one per patient.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).